Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to treat a pancreatic pseudocyst during a pancreatic cyst gastric bypass procedure performed on (B)(6) 2023. Post stent placement, it was noted that the stent had migrated into the stomach. The patient then underwent an emergency surgery to address the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2401 captures the reportable event of patient has injury. Imdrf impact code f19 captures the reportable event of emergency surgery. Imdrf impact code f23 captures the reportable event of emergency surgery.